Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered during fill 1 of the patient¿s pd treatment. Fluid was reportedly leaking from the blue pin in the patient connector. There were no machine alarms or warnings prior to the leak. The contact stated that the leak was caused by the "pin inside the patient connector being sideways¿. Fluid did not come in contact with the cycler. The ts specialist assisted with cancelling the treatment to reset-up with all new supplies. Upon follow-up, it was confirmed that the leak had come from the blue pin on the liberty cycler set. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient was able to complete their treatment by re-setting up with new supplies. The cycler set was reported to be available to be returned for manufacturer evaluation.